Event description:
The pump was returned for investigation. Investigation revealed contamination under keypad. This report is made based on results of investigation completed on 09/05/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/05/2014 with the following findings: evaluation revealed that the pump powers with returned battery cap. The keypad is unresponsive to user inputs at power up. The audio bolus button cover missing. Investigation shows internal moisture contamination inside audio bolus button switch contact causing bolus button to be shorted. The keypad was unresponsive due to shorted bolus button. Removed pump case and there was no evidence of additional moisture contamination inside pump. (B)(6).